Event description:
It was reported on the date of this report that the patient was hospitalized due to " large thoracic granuloma at the end/tip of his catheter" and was scheduled for surgery the next day. The date of onset was unknown. Per patient¿s managing pain doctor patient had spinal cord oedema and was found to have large granuloma at catheter tip. Drug delivered via the device was morphine 25 mg/ml. Patient symptoms were noted to be left leg weakness. It was later reported that during surgery, the distal portion of catheter was cut and left in intrathecal space. Surgeon removed mass and set pump to minimum rate with remaining proximal portion of catheter left subcutaneous. It was added that the surgeon and pain doctor may consider catheter revision when symptoms resolved.

Manufacturer narrative:
Concomitant medical products: catheter: model #: 8709sc, serial #: (B)(4), implanted: (B)(6) 2011, explanted: partial on (B)(6) 2013. (B)(4).

Event description:
Additional information was received and it was reported that the patient recently had a new catheter implanted and the pump was replaced at that time. The patient had been taking oral pain meds and had a pain med patch. At implant of the new pump and catheter, the new pump was initially filled with saline. On the date of this report, they were refilling the new pump with fentanyl.